Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 01-mar-2026. The blockage was in the tubing. No further information is available.